Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right hip, reason(s) for revision: scf refers to component loosening, pain and alval. Update: query re which component is loosening confirms it was the cup. In product information category, the cup is "implant loosening" while head, stem and sleeve changed to "no information provided" taken from email 27 march 2015 (pd 27 march 2015). Update: updated details for the head. Taken from query 2 response 1 april 2015 (pd 1 april 2015). Update 08 apr 2015 added event date previously missed (jb 08 apr 2015).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl - right hip; reason(s) for revision: scf refers to component loosening, pain and alval. Update: query re which component is loosening confirms it was the cup. In product information category, the cup is "implant loosening" while head, stem and sleeve changled to "no information provided." Taken from email (B)(4) 2015. Update: updated details for the head taken from query 2 response (B)(4) 2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.